Manufacturer narrative:
This event occurred outside the us where the same model is distributed and is based solely on device return and analysis. Evaluation summary pip101087s hybrid - overstress-electrical/arching

Event description:
Tested out of specification during mfgr's analysis.